Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The rac was installed and tested in the test system. The rac was unable to be configured and programed in the system. It failed with error 252 and 307. The node was set to present but did not respond. Additionally, the rac was programmed at the bench which was not successful either. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, error 2551 occurred pointing to the right master tool manipulator (mtm). Technical support engineer (tse) requested that an emergency power off (epo) be performed, the blue fiber cable be swapped and to exercise movement on mtms but the issue persisted. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the site about the complaint:: the system was inspected prior to surgery and no issues were observed. The site contacted dvstat after attempting to recover the error. The issue was unable to be resolved following troubleshooting. The procedure was first converted to laparoscopy, then open surgery. The open surgery was completed with no further complications. The procedure was not prolonged as a result of this issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the rac to resolve the issue. The system was tested and verified as ready for use.